Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/12/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2015 with the following findings:there was no damage found to the returned pump. The returned battery cap threads were found to be stripped and the cap was not able to be secured to a test pump. The battery cap contact height was found to be out of the required specifications. The battery cap contact width was found to be within the required specifications. A test battery cap was able to be secured and removed from the returned pump. A test battery cap was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.